Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, when a coil was inserted, it became jammed at the hub. It should be noted that no flushing of the device was done prior to the procedure. The procedure was completed without complication or intervention.